Manufacturer narrative:
MDR 8021545-2026-05634 / initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced a tape not sticking event on 02-apr-2026, due to hot weather and used two infusion sets.